Event description:
End user opened box and squeezed packet to activate the item. Packet exploded and splashed in her eyes and on her skin. They did an eye flush and sent her to an eye doctor. Doctor recommended steroid eye drops for a period of time.

Manufacturer narrative:
Multiple attempts were made to obtain the sample in question. To date the sample has not been received at the plant. The reported lot number is 017394 which does not equate to a valid manufacturing plant lot number. Therefore, the device history record (DHR) could not be reviewed adn we are unable to confirm the reported failure. The manufacturing plant's quality systems mandate suitable in-process controls to measure seal integrity of rep samples. Samples are tested at predetermined locations to best gauge seal integrity. All lots released by the quality unit meet predetermined release criteria.